Event description:
Device 1 of 2. Reference MFR number: 1627487-2018-12864. It was reported the patient experienced discomfort located at the midline incision. Surgical intervention may occur later to address the issue.

Event description:
Device 1 of 2. Reference MFR number: 1627487-2018-12864. Information was received that surgical intervention occurred during which anchor was explanted and replaced. It is unknown which of 2 anchors was explanted and replaced; therefore, both are being reported.